Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: performed service and repair functions. Reviewed service history. Attach box label and electrical safety. The unit was evaluated and the reason for return: "the green side had no suction" could not be duplicated, the green side is irrigation and the orange side is suction. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the ¿green side¿ of the fms duo had no suction in the chamber. Additional information provided by customer service via email: another pump was brought in to finish the case.